Event description:
(B)(4) sharp stabbing pelvic pain, lower back pain,hip pain, joint pain, weight gain severe bloating, pain during sex, stomach issues, nausea gas constipation, diarrhea stomach spasms, loss of sex drive, depression, no energy painful ovulation, bleeding and spotting after sex, headaches, acne and boils, hair growth on face, heartburn acid reflux, bowel problems, metallic taste in mouth insomnia, ovarian cyst, blackout spells, leg feet and hands swelling mood swings, severe fatigue, brain fog problems with short term memory all over aches

Event description:
(B)(4). I went for my consult with my dr. Today dr said I'm having a allergic reaction to the nickel in the essure and that is what's causing all of my symptoms and I am now scheduled for a partial hysterectomy on (B)(6) 2016 to remove the essure and everything else leaving my overies.